Event description:
It was reported by customer during the use that cs100 intra-aortic balloon pump (iabp) an alarm occurred of the equipment, and the negative pressure was insufficient. No personal injury or harm reported.

Manufacturer narrative:
Due to character limitation in e1, full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. Corrected: h6 (medical device ¿ problem code). A getinge field service engineer (fse) checked the equipment and the drive valve group leaked and needed to be replaced. The drive valve group was replaced and the equipment returned to normal. All functional tests were carried out on the equipment according to the factory requirements, and the test results met the requirements and could be delivered for use.